Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. As received, a complete lead was returned in one piece with an explant tool inserted. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 17.5 cm to 17.8 cm from the connector pin. The abrasion was consistent with friction to the device can.